Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A facility representative reported that during the intraocular lens (iol) implant procedure, the lens was broken into half when tried to implant. Observed cracks and imperfections on lens. Additional information has been requested.